Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation noted that the device does not have any damage or missing components. Functional testing was performed and worked as required. No problem found.

Event description:
On 2/22/2023, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak had an issue. The case was completed with another ar-3638 knotless fibertak. This was discovered during a procedure on (B)(6) 2023. No additional information was provided. Additional information received on 3/9/2023: the surgeon did not feel comfortable using the fibertak and switched it for another ar-3638 knotless fibertak. This was discovered during an atfl repair procedure. Nothing broke inside the patient; case was completed successfully.